Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flush and dome sticker was off. The customer's blood glucose was unknown at the time of incident. Self test was performed and self test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Unable to perform basic occlusion test, occlusion test and prime test due to loose drive support disk. Device received with missing end cap sticker and damaged address label peeling.